Manufacturer narrative:
Follow-up # 1, the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verio2 meter displayed inaccurate high results compared to his feelings/normal results. The complaint was classified based on the customer service representative (csr) documentation. The patient reported the issue with the subject meter started on (B)(6) 2015 at 12 noon, when he obtained an alleged inaccurate high blood glucose result of ¿110 mg/dl¿. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with a combination of diabetes medications including insulatard insulin and dialicron 90 tablets. He reported that he normally administers 16 units of insulin, and adjusts this upwards to 18 units if his blood glucose levels are ¿high¿ and downwards to 14 units if his blood glucose levels are ¿low¿. He denied making any changes to his usual diabetes management routine as a result of the blood glucose reading he obtained. At 5:00pm on (B)(6) 2015, the patient reported that he experienced symptoms of ¿hypoglycemia¿, including ¿heart palpitation, shaking, not feeling good and trouble breathing¿. He reported that at 5:50pm on (B)(6) 2015, he tested his blood glucose level again with the subject meter and obtained a result of ¿70 mg/dl¿. He also reported that he consumed a sandwich to treat his symptoms. During troubleshooting, the csr noted that the patient¿s meter was set to the correct unit of measure and his test strips had been stored correctly. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 2. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.